Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were difficult to press and the contrast button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 - submitted: 05/08/2013. Device evaluation: on examination, the keypad was intact. On investigation, the contrast button had no response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Additionally, the audio bolus button was noted to have a hole in the button cover, but was functional. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the audio bolus button. Users may expect button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged.